Manufacturer narrative:
Eval summary: cut out may take place if the lag screw is not correctly in the center of the femoral head during surgery. Also, if the appropriate lag screw size (diameter and/or length) is not used, this may also lead to cut out taking place. It was noted that the pt was osteoporotic which also may have precipitated the lag screw cut out. The surgeon must assess bone quality before implanting device. Based on the info provided, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
In 2009: the original surgery was performed due to fracture of the femoral neck. Five months later: cutout by lag screw. Date is unk: the femoral head had fallen. Two months later: the lag screw has migrated toward the direction of inside of the body. Lag screw didn't enter in the abdominal cavity.